Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a lap sleeve gastrectomy, the gasket on top of the cannula hub of the bladeless trocar with fixation was not secured, the trocar leaked, and when the cap was removed, the gasket came off. Additionally, there was a damaged seal. No device component fell into the patient's cavity. To resolve the issue and complete the case, a new trocar was opened. No patient complications have been reported as a result of this event.